Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unk), but they were unable to charge the device while using the device's internal handles. The staff was able to obtain another set of internal handles to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The zoll technical service department evaluated the device and duplicated the malfunction. The customer declined a destructive analysis that would confirm the cause of the event (i.e. Faulty switch, broken wire).